Event description:
The device was removed due to "leakage". The pump/cylinder(s) and assembly kit component(s) only were removed and replaced. The reservoir from the initial implant surgery was left inplace. 1/9/97-upon receipt of the physician/surgeons operative report, it stated "the pt is a 47 yr old male with organic impotence who underwent the implantation of an inflatable penile prosthesis in oct. Of 1991. It has always worked well until just recently when it was no longer functional". Procedure "his previous small transverse infrapublic incision was re-entered and the connecting tubings were exposed. The connector was found to be intact, and consequently the pump was next delivered into the wound. At the junction of one of the cylinder tubes with the pump itself, there was a tiny pin-point leak indicating a pressure-induced disruption of this junction. The reservoir itself was found to be intact and was not removed".

Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 10/7/91 and revised on 12/13/96 because of "leakage." In the received info the physician stated that "at the junction of one of the cylinder tubes with the pump itself, there was a tiny pinpoint leak indicating a pressure-induced disruption of this junction." Examination and testing of the returned components revealed two separation/leakage sites. One separation was noted in each of the cylinder bladders. Each separation was examined and the surfaces of the separations revealed markings characteristics of contact with sharp instrumentation. The leakage noted by the physician at the "junction of one of the cylinders with the pump," was not confirmed. Because these components were released according to manufacturing and quality control procedures, qa concluded that the observed damage to the cylinder bladders, occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed damage would have resulted in an earlier detected fluid loss, qa concluded that the damage most likely occurred at or subsequent to explant. Because qa's testing did not reveal functional abnormalities other than the aforementioned bladder damage, qa is precluded from determining the nature of the reported "leakage."